Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ left device is fractured"), device dislocation ("migration of essure device/ malposition of essure device") and device expulsion ("migration of essure device location of device: cornu of the uterus") in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2010, 4 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with ibuprofen (motrin), oxycodone (percocet), ibuprofen, surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection outcome was unknown and the menstrual disorder had not resolved. The reporter considered cystitis, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6coils on the right side & 4coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ left device is fractured"), device dislocation ("migration of essure device/ malposition of essure device/migration of essure device") and device expulsion ("migration of essure device location of device: cornu of the uterus") in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) in 2014, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2015 and medroxyprogesterone acetate (depo provera) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: , anxiety, mental anguish/sychological or psychiatric problems condition: , anxiety, mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal) "), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain lower ("pain"), back pain ("pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with ibuprofen, ibuprofen (motrin), oxycodone hydrochloride; paracetamol (percocet) and surgery (hysterectomy with bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, cystitis, urinary tract infection and vaginal infection outcome was unknown, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain lower, depression, anxiety, back pain and dysmenorrhoea had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6coils on the right side & 4coils on the left side. Pelvic pain was stopped after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion,left side coil fractured. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received. New event dysmenorrhea was added. Outcome of the event was added, concomitant medication was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ left device is fractured") and device dislocation ("migration of essure device/ malposition of essure device") in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2010, 4 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection outcome was unknown and the menstrual disorder had not resolved. The reporter considered cystitis, device breakage, device dislocation, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded; on (B)(6) 2010: left device is fractured and unilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporter added. Patient demographics added. Insertion date was updated to 12-oct-2009. Removal date ((B)(6) 2015) and lot number added. New events bladder infection, abnormal bleeding (vaginal, menorrhagia) and migration of essure device/ malposition of essure device were added. Event infection was updated to infection (bladder/urinary tract/vaginal). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ left device is fractured"), device dislocation ("migration of essure device/ malposition of essure device") and device expulsion ("migration of essure device location of device: cornu of the uterus") in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2010, 4 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with ibuprofen (motrin), oxycocet (percocet), ibuprofen, surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection outcome was unknown and the menstrual disorder had not resolved. The reporter considered cystitis, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6coils on the right side & 4coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events device expulsion was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the device/ left device is fractured'), device dislocation ('migration of essure device/ malposition of essure device/migration of essure device') and device expulsion ('migration of essure device location of device: cornu of the uterus') in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) in 2014, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2015 and medroxyprogesterone acetate (depo provera) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: , anxiety, mental anguish/psychological or psychiatric problems condition: , anxiety, mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain lower ("pain"), back pain ("pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet), and surgery (hysterectomy with bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and cystitis outcome was unknown, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, abdominal pain lower, depression, anxiety, back pain, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6coils on the right side & 4coils on the left side. Pelvic pain was stopped after the surgery. Received treatment for pain, device breakage and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion,left side coil fractured. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event urinary problems and bladder problems added. Outcome of events abdominal pain, urinary tract infection and vaginal infection wee updated to recovered. Rcc was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ left device is fractured"), device dislocation ("migration of essure device/ malposition of essure device") and device expulsion ("migration of essure device location of device: cornu of the uterus") in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2010, 4 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal) "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain lower ("pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: , anxiety, mental anguish") and back pain ("pain"). The patient was treated with ibuprofen (motrin), oxycocet (percocet), ibuprofen, surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, cystitis, urinary tract infection and vaginal infection outcome was unknown, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain lower, depression, anxiety and back pain had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6coils on the right side & 4coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion,left side coil fractured on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as psychological or psychiatric problems condition: depression, anxiety, mental anguish, lower abdominal pain, back pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the device/ left device is fractured'), device dislocation ('migration of essure device/ malposition of essure device/migration of essure device') and device expulsion ('migration of essure device location of device: cornu of the uterus') in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) in 2014, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2015 and medroxyprogesterone acetate (depo provera) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish/psychological or psychiatric problems condition: anxiety, mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain lower ("pain"), back pain ("pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with ibuprofen, oxycodone hydrochloride; paracetamol (percocet), and surgery (hysterectomy with bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and cystitis outcome was unknown, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, abdominal pain lower, depression, anxiety, back pain, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6 coils on the right side & 4 coils on the left side. Pelvic pain was stopped after the surgery. Received treatment for pain, device breakage and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion,left side coil fractured. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the device/ left device is fractured'), device dislocation ('migration of essure device/ malposition of essure device/migration of essure device') and device expulsion ('migration of essure device location of device: cornu of the uterus') in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) in 2014, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2015 and medroxyprogesterone acetate (depo provera) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: , anxiety, mental anguish/psychological or psychiatric problems condition: , anxiety, mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain lower ("pain"), back pain ("pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet), and surgery (hysterectomy with bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and cystitis outcome was unknown, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, abdominal pain lower, depression, anxiety, back pain, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6 coils on the right side & 4 coils on the left side. Pelvic pain was stopped after the surgery. Received treatment for pain, device breakage and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion,left side coil fractured. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event urinary problems and bladder problems added. Outcome of events abdominal pain, urinary tract infection and vaginal infection wee updated to recovered. Rcc was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the device/ left device is fractured'), device dislocation ('migration of essure device/ malposition of essure device/migration of essure device') and device expulsion ('migration of essure device location of device: cornu of the uterus') in a 32-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) in 2014, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2015 and medroxyprogesterone acetate (depo provera) from 2009 to 2010. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: , anxiety, mental anguish/sychological or psychiatric problems condition: , anxiety, mental anguish"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), cystitis ("infection (bladder/urinary tract/vaginal) "), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain lower ("pain"), back pain ("pain"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet), and surgery (hysterectomy with bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown, the device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, abdominal pain lower, depression, anxiety, back pain and dysmenorrhoea had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 6coils on the right side & 4coils on the left side. Pelvic pain was stopped after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion,left side coil fractured. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed the right-sided device is seen within the fallopian tube with the proximal hand closest to the uterus within the proximal fallopian tube, but distal to the cornu, but within 3.0 cm of the cornu of the uterus. The device appears to be intact and there is no clear spill of contrast from the right fallopian tube. The tube appears occluded. The left tube appears to be fractured proximally at the proximal marker. The proximal marker is immediately adjacent to the cornu. However, the proximal aspect of the device is fractured along the proximal marker and on several images, there appears to be some displacement at the level of the fracture. The tube does appear to be occluded, as no contrast could be refluxed into the tube, although the integrity of the tube with the appearance of the device relative to the fracture is difficult to confirm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, confirming device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event:abdominal pain were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent a hysterectomy). At the time of the report, the device breakage and infection outcome was unknown and the menstrual disorder had not resolved. The reporter considered device breakage, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.